Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, inflammation.

Event description:
Patient¿s representative reported left side "pronounced capsular fibrosis (baker grade unknown) with scarring and polarization-optically non-birefringent foreign material with foreign body reaction. Focal minor inflammatory changes" via histology report. The device has been explanted and replaced with another manufacturer's device.